Manufacturer narrative:
Evaluation of the reaction monitors shows the likely root cause was related to a pipetting error. The repeat glucose result of 112 mg/dl was reported outside of the laboratory to the patient.

Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer received a discrepant low result for 1 patient sample tested for gluc3 glucose hk (gluc3) on a cobas 6000 c (501) module. The initial gluc3 result was 32 mg/dl with a repeat result of 112 mg/dl. The initial gluc3 result was released outside of the laboratory. There was no allegation of an adverse event. The gluc3 reagent lot was 25244601 with an expiration date of 30-sep-2018. Based on the information available, a general reagent problem can be ruled out since calibration and qc were acceptable. The results from the precision testing that was performed by a field engineering specialist showed that the sample pipetting and the cell rinse functionality were not acceptable. It was also found that the gear pump head has never been changed and is due to be changed.

Manufacturer narrative:
The field service engineer confirmed that since the service visit the customer has not had any similar issues.